Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose. Customer's blood glucose level was 586 mg/dl. Customer treated their high blood glucose via insulin pump. Customer experienced issues with the sensor error alert on the device. Customer was advised to call the helpline in order to troubleshoot and get these issues resolved.